Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump successfully, and the customer was instructed to continue using the pump and to call back if the malfunction recurs.